Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 482 mg/dl. Customer current blood glucose 167 mg/dl. Customer also had blood glucose 62 mg/dl customer experienced the following symptoms related to the high blood glucose like cramps in calves and fatigue customer was treated with manual injection. Insulin pump will not be return for analysis.